Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed battery out limit alarm and failed battery test alarm. Customer's blood glucose was 189 mg/dl. After troubleshooting, customer was advised the device will be replaced. Customer will not be returning the device for analysis.